Manufacturer narrative:
With all the available information, boston scientific concludes we cannot confirm the cause of the allegation of suspected premature battery depletion. The device remains has not been returned and no physical analysis has been completed. This report will be updated should additional information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. As of today, this device has not been returned. With the information provided, we cannot confirm the specific cause of the allegation of suspected premature battery depletion.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.